Manufacturer narrative:
On (B)(4) 2012, routine preventative maintenance was performed on the device. The steris service technician reported there was an internal leak at the circulation pump. As the service technician's investigation could not be completed at the time of pm, the unit was taken out of service while investigating the root cause of the leak. During this period, unbeknownst to steris, the user returned the unit to service, at which time the reported event occurred. On (B)(6) 2012, the steris technician arrived on site and found water leaking from the unit. The technician inspected the unit and found the leak to be coming from the circulation pump and piping of the unit. The technician replaced the pump hose and seals on the unit. A test cycle was run and the unit was found to be operational.

Event description:
The user facility reported that water was leaking from their reliance series 120 washer. The leak was contained by hospital staff and cleaned up using a wet vac. No procedural delays/cancellations have been reported. No injuries to the hospital staff or patients reported.